Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited far p-wave oversensing. Externalized conductors were suspected but could not be confirmed via fluoroscopy. The patient was admitted and the lead was reprogrammed to turn off tachycardia therapies. The lead was capped and replaced on (B)(6) 2017. The patient was stable following the procedure.